Event description:
A syringe, which appeared to be contaminated with a foreign substance was found on a nursing unit. All syringes of the same lot number were pulled from the pt care areas and quarantined. The syringe in question was in its original packaging when it was found. Pharmacy sent the syringe to tab to be tested. A stat gram stain was negative.